Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor intermittently disconnected from the ilet system, leading to signal loss and requiring assistance to toggle cgm settings and restart a new sensor with a pairing code; date and time on the pump were corrected, and a replacement sensor began a normal warm-up. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, associated with the device¿s electrical and magnetic components, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.